Event description:
Gi capsule procedure failure and the need to reschedule patient. This patient was scheduled for an upper gi endoscopy with the placement of a gi capsule (pill camera). The placement of the pill, rather than swallowing the pill, was needed in his case due to an abnormality with his anatomy. He will be having surgery to repair this defect after the gi capsule study is completed. Unfortunately, when the pill was placed the receiver belt was not detecting and recording. The nurse got another belt and replaced the original belt. At this point the recording began, however, there was approximately 20 minutes that contained no image. In addition, once the video was downloaded to a cd and viewed the pill had traversed rapidly into the colon so that the area of concern, the small bowel, was not captured.